Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The customer's blood glucose level was 198 mg/dl at the time of the incident. The customer stated that the alarm keeps reoccurring. The customer was assisted with the issue and was informed that the pump needed to be replaced. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube window, a cracked reservoir tube lip and minor scratches on the lcd window.